Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen upon interrogation of the patient's device. Patient was referred to neurosurgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent revision surgery. The explanted products were received by the manufacturer but have not undergone pa to date. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient had been experiencing an increased amount of breakthrough seizures. Output current low was noted to be observed and device was disabled. No other relevant information has been received to date.

Event description:
The suspect product had undergone product analysis testing. The fracture condition could not be replicated with the returned portion of the lab in the product analysis lab. Since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.